Event description:
During a pda closure procedure the physician was attempting to snare a coil. The hoop of the gooseneck snare fractured and they physician had to use another snare to remove the hoop.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because a lot number was not available.